Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Two days later, the pt complained of pain and a popping sensation. Upon flushing, pain was experienced and no blood return was noted. The PICC line was removed and noted to have a hole within the mid-portion of the catheter at the level of the right axilla. The PICC line was replaced.